Event description:
It was reported to boston scientific corporation that a spaceoar vue was during a placement procedure performed on (B)(6) 2025. It was reported that shortly after the procedure, the patient experienced rectal pain, pressure, urinary and fecal retention. One week after the implantation, the patient received a computer tomography (CT) scan and a magnetic resonance imaging (MRI), which found a line contiguous with the anterior rectal wall moving around the hydrogel. It was suspected to be a rectal wall infiltration. The hydrogel seems to have a thick rim of tissue around it, even where there was no clear rectal wall infiltration. A CT scan performed 3 weeks after the placement procedure, showed a walled off cavity filled with fluid around the hydrogel. The patient had a flu, took some medicine and steroids which did not help. After that, the patient started taking antibiotics and he started to feel better. The physician suspected that the patient had an infectious abscess, or a massive inflammatory reaction to the hydrogel, even though there are no symptoms of infection. The patient will receive another MRI and the walled off cavity filled with fluid will be drained, which was reported to be used to determine if it is an infection or not. The patient was expected to receive stereotactic body radiotherapy (sbrt), but, on a cone beam CT scan, his prostate and rectum seemed to be out of alignment. Therefore, sbrt was paused.

Manufacturer narrative:
Block h6: patient code e172001 is being used to capture the reportable event of abscess. Patient code e2338 is being used to capture the reportable event of edema. Patient code e1906 is being used to capture the reportable event of infection. Patient code e2330 is being used to capture the reportable event of pain. Patient code e2326 is being used to capture the reportable event of inflammation. Device code a150202 is being used to capture the reportable event of gel found in unintended site - nonvascular.